Manufacturer narrative:
Details of complaint: on 09/16/2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) had intermittently flashing error lights. They were getting comm loss at the central nurse's station (cns) for four zm telemetry transmitters. There was a 2nd reoccurrence on (B)(6) 2021 which was reported on another MDR for (B)(6). The customer stated that once they replaced the org and programmed everything, the comm loss cleared. No patient harm was reported. Investigation summary: the customer performed troubleshooting steps before contacting nihon kohden technical support (nk ts). Nkts requested that the customer check the host table for the telemetry devices. The customer could not find them on host table. Nk ts requested that the customer reseat the network cable and power cycle the org in the facility's network closet. An exchange was initiated. The root cause is determined to be due to the failure of the org. Replacement of the org resolved reported issue. A review of the cns serial number ( (B)(6) ) history shows a recurrence of reported issue (120103). Replacement of the org resolved both reported issues. Comm loss is an error message notifying the user of loss of network communication between the monitoring cns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of that device.

Event description:
On 09/16/2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) had intermittently flashing error lights. They were getting comm loss at the central nurse's station (cns) for four zm telemetry transmitters. No patient harm was reported.

Manufacturer narrative:
On (B)(6) 2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights intermittently flashing. They reported that they are getting communication loss on the central nurse's station (cns) for four zm telemetry transmitters. On (B)(6) 2021, they had a 2nd reoccurrence which will be reported on another report for 300269224. The customer stated that once they replaced the org and programmed everything, it started communicating again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
On (B)(6) 2021, the biomedical engineer (bme) reported that the multiple patient receiver (org) has error lights intermittently flashing. They reported that they are getting communication loss on the central nurse's station (cns) for four zm telemetry transmitters. On (B)(6) 2021, they had a 2nd reoccurrence which will be reported on another report for 300269224. The customer stated that once they replaced the org and programmed everything, it started communicating again. No patient harm was reported.